Event description:
The hcp reported that at refill, the actual reservoir volume was 16.5ml; the estimated reservoir volume was 4ml. The pt was experiencing increased lower back pain. A dye study was performed, but was inconclusive as the hcp injected a minimal amount of dye due to medical reasons. A rotor study was performed and the rotor was not moving. The pt has been treated with oral morphine and the pump will be replaced in 2005.